Event description:
Vague report received from baxter states device delivered 96ml in 24 hours. According to the reporter, the device contained mrophine. The reporter indicates that the patient control module was not connected therefore no bolus was administered. Report states no patient injury resulted and no medical intervention was required.